Event description:
It was reported that the patient presented with low back and right leg pain and l4-5 protruding disc. A lumbar myelogram indicated 'small ventral extradural defect at l4-l5 with possible stenosis and mass effect upon the nerve root sleeves bilaterally.' A CT scan was interpreted as follows: 'broad based disc herniation is present at l4-l5 with disc impingement upon the neuroforamina bilaterally, but more severe on the right side. There is also severe stenosis at l4-l5. Broad based disc herniation is also suspected at the l5-s1 level with disc impingement upon the left neural foramen.' The patient underwent complete bilateral l4-l5 laminectomy with wide decompression followed by interbody and posterolateral fusion, l4-5 and l5-s1. Cages were used, and 'every cage had a locking screw to keep [rhbmp-2/acs] and autologous bone within the cage. Floseal was placed in the epidural space.' Posterior instrumentation was used. At 43 days post-op, ap and lateral views of the lumbar spine indicated no acute abnormality. At 78 days post-op, ap and lateral views of the lumbar spine indicated no acute abnormality. At 104 days post-op, a CT scan was interpreted as follows: 'significant postoperative changes with laminectomy and right-sided fusion of l4 to s1. Intervertebral disc spacers at l4-l5, s1. There is soft tissue density displacing the thecal sac posteriorly at the level of l4 to the level of s1 with significant effacement of l4-l5 nerve roots on the right side.' At 252 days post-op, the patient underwent a revision surgery due to instrument failure and radiculopathy. The surgery consisted of the removal of right-sided pedicle screws followed by exploration of roots at 4-5 and 5-s1. Per the op note, the patient 'had persistent symptoms of radiculopathy down the right leg. These seemed to intensify. Most of the emg changes looked chronic, however, because of persistent and worsening pain he is now brought in for reexploration of roots and because of mechanical pain the pedicle screws were removed. 'The tops of the pedicle screws were identified and at 4 and s1 the screws themselves were completely encased in bone. This was drilled down. This allowed removal of the locking screws at 4, 5, and s1. At this point the bar was identified, mobilized, and removed. The screws were backed out at these 3 vertebral levels.' 'The l5 root seemed to be the most tightly compressed and this was from bony overgrowth, especially laterally. This was drilled free and root was made without any pressure throughout its course. L4 was also decompressed as well as s1.' No complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l4 to s1 using rhbmp-2 collagen sponge from a posterior and posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., posterolateral gutters). Patient's post-operative period had been marked by progressively increasing lower back pain, radiculopathy, right leg weakness, and urinary dysfunction. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery on (B)(6) 2009, which revealed bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Patient continued to experience chronic lower back pain, with pain radiating down into his hips and right leg. Patient experienced difficulty sitting, standing and walking for extended periods, and required a cane to assist in ambulation. Patient also suffered gastrointestinal issues, erectile dysfunction, sterility, bladder and bowel dysfunction. These serious injuries prevented patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he otherwise suffered serious and permanent injuries. On (B)(6) 2009 the patient underwent revision surgery.